Manufacturer narrative:
The returned device was evaluated. External inspection found no damage. When powered on the display is stable and all led segments light up. The unit intermittently restarts itself during testing. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the system circuit board had multiple signs of contamination which may be causing the intermittent restarts. The system circuit board was replaced with a known good board and the unit didn't restart again. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported leds on the numeric display do not illuminate. During testing it was found the device unexpectedly reset itself. No patient impact or consequences were reported.